Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line separated from the cartridge due to user error. There was no reported adverse impact to customer's blood glucose level. Cartridge changes were performed resolving the issue.